Manufacturer narrative:
No device was returned and no photographs were provided. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. Without an evaluation of the device a root cause cannot be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In an acute situation a 28cm short term silicone dialysis catheter was inserted in the groin of a patient. When it was sutured a small piece of the guidewire broke and was still in the lumen. According to the anesthesiologist there were no difficulties to get the guidewire out of the patient.